Event description:
A hemodialysis (hd) user facility reported to a fresenius clinical support specialist (css) that the blood pump on a fresenius 2008t hd machine stopped during assisted reinfusion and the blood pump screen went blank. It was alleged that the failure led to an unspecified amount of blood loss. Further details were provided upon follow-up with the facility¿s biomedical technician (biomed). The biomed said there was also an unknown audible alarm that went off. The facility reportedly had no choice but to unplug the machine. When they rebooted the machine, a power failure message appeared on the screen. The remaining blood in the circuit could not be returned to the patient; the patient's estimated blood loss (ebl) due to the event was 125 ml. The patient did not require any further treatment. The biomed confirmed there was no serious injury or harm to the patient, and no medical intervention was required due to the blood loss. Following the event, the machine was removed from service for evaluation. The machine passed all testing and was returned to service. No parts were available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A hemodialysis (hd) user facility reported to a fresenius clinical support specialist (css) that the blood pump on a fresenius 2008t hd machine stopped during assisted reinfusion and the blood pump screen went blank. It was alleged that the failure led to an unspecified amount of blood loss. Further details were provided upon follow-up with the facility¿s biomedical technician (biomed). The biomed said there was also an unknown audible alarm that went off. The facility reportedly had no choice but to unplug the machine. When they rebooted the machine, a power failure message appeared on the screen. The remaining blood in the circuit could not be returned to the patient; the patient's estimated blood loss (ebl) due to the event was 125 ml. The patient did not require any further treatment. The biomed confirmed there was no serious injury or harm to the patient, and no medical intervention was required due to the blood loss. Following the event, the machine was removed from service for evaluation. The machine passed all testing and was returned to service. No parts were available to be returned for evaluation.